Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. While it is alleged the patient needed surgical intervention to remove the ventralex mesh, there are no details as to what may have lead to the need for surgical intervention on (B)(6) 2015. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - patient underwent implant of an 8cm bard davol ventralex composite mesh patch. On (B)(6) 2015 - the attorney alleges the patient "learned for the first time that the patch was a problem for her, that the patch had caused her a dramatic diminution of her overall condition of health, and that if the patch was not removed, her death would be imminent." On (B)(6) 2015 - the patch was surgically removed. During the surgery, the patch was found to have migrated away from the location where it had originally been implanted and was no longer providing support for a hernia.

Manufacturer narrative:
This supplemental emdr is being sent to correct date of event and explant date from originally reported (B)(6) 2015 to (B)(6) 2015 as noted in medical records, and document additional information per medical records provided by the patient's attorney. Post implant the patient was treated for a hematoma. While the direct cause of the hematoma is unknown, hematoma is listed in the instructions-for-use as possible complication. Approximately 9 years post implant the patient underwent treatment for a small bowel obstruction secondary to foreign body and abdominal wall cellulitis. During this procedure it was noted that the patient had extensive abdominal adhesion and the mesh was noted to be balled up and eroded into the small bowel. Based on the available information, and the patient¿s complex medical/surgical history, the cause of the ventralex material deformation and erosion into the bowel is unclear. . No sample was returned for evaluation. Adhesions, and infection are listed in the instructions-for-use as possible complications. With the current information available no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum based on additional information provided by patients attorney which included the medical records: this 64 year old female patient with a medical history of diverticulitis, bowel obstructions and a surgical history of multiple bowel resections and a colostomy was diagnosed with ventral incisional hernia and on (B)(6) 2006 underwent repair with implant of a bard/davol ventralex hernia mesh patch. (B)(6) 2006 the patient was admitted to the hospital and diagnosed with a large subcu hematoma and underwent evacuation of wound hematoma, drain placement and exploratory laparotomy with lysis of adhesions. (B)(6) 2011 the patient presented to the hospital ER complaining of stomach pain and nausea. Patient was diagnosed with an ileus and discharged home the following day. (B)(6) 2015 the patient was diagnosed with a small bowel obstruction secondary to foreign body and abdominal wall cellulitis and underwent an exploratory laparotomy with small bowel resection and removal of eroded infected mesh with primary reanastomosis. Per the operative report details, "¿the patient was noted to have a totally adherent and with no free space (brick abdomen). The adhesions were taken down very carefully around this area of mass. Once the mass had been isolated to the midline, the midline was opened, upon entering the midline fascia in this area and dissecting it off, the mass was noted to be a hernia patch, which appeared to be a ventralex patch, was completely eroded into the small bowel and had formed an appearance of a balled up bezoar. The bowel was divided and the mesentery was taken down and the mesh bezoar along with the obstructed and eroded bowel was removed and sent to pathology.¿ (B)(6) 2015 the patient was admitted to the hospital with abd pain due to a small bowel obstruction.

Event description:
As reported on 11/14/2018: addendum based on additional information provided by patients attorney which included the medical records: this 64 year old female patient with a medical history of diverticulitis, bowel obstructions and a surgical history of multiple bowel resections and a colostomy was diagnosed with ventral incisional hernia and on (B)(6) 2006 underwent repair with implant of a bard/davol ventralex hernia mesh patch. (B)(6) 2006 the patient was admitted to the hospital and diagnosed with a large subcu hematoma and underwent evacuation of wound hematoma, drain placement and exploratory laparotomy with lysis of adhesions. (B)(6) 2011 the patient presented to the hospital ER complaining of stomach pain and nausea. Patient was diagnosed with an ileus and discharged home the following day. (B)(6) 2015 the patient was diagnosed with a small bowel obstruction secondary to foreign body and abdominal wall cellulitis and underwent an exploratory laparotomy with small bowel resection and removal of eroded infected mesh with primary reanastomosis. Per the operative report details, "¿the patient was noted to have a totally adherent and with no free space (brick abdomen). The adhesions were taken down very carefully around this area of mass. Once the mass had been isolated to the midline, the midline was opened, upon entering the midline fascia in this area and dissecting it off, the mass was noted to be a hernia patch, which appeared to be a ventralex patch, was completely eroded into the small bowel and had formed an appearance of a balled up bezoar. The bowel was divided and the mesentery was taken down and the mesh bezoar along with the obstructed and eroded bowel was removed and sent to pathology.¿ (B)(6) 2015 the patient was admitted to the hospital with abd pain due to a small bowel obstruction.

Manufacturer narrative:
This supplemental emdr is being sent document additional information provided in the manufacture review (DHR). The additional information provided is limited to product manufacture date, expiration date, and UDI. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As previously reported, post implant the patient was treated for a hematoma. While the direct cause of the hematoma is unknown, hematoma is listed in the instructions-for-use as possible complication. Approximately 9 years post implant the patient underwent treatment for a small bowel obstruction secondary to foreign body and abdominal wall cellulitis. During this procedure it was noted that the patient had extensive abdominal adhesion and the mesh was noted to be balled up and eroded into the small bowel. Based on the available information, and the patient¿s complex medical/surgical history, the cause of the ventralex material deformation and erosion into the bowel is unclear. . No sample was returned for evaluation. Adhesions, and infection are listed in the instructions-for-use as possible complications. With the current information available no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.